Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was over 500 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer did not require third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.